Event description:
(B)(4). This system was returned for internal battery problem. During the incoming functional test, the alarm failure trigger point was below the minimum of 10.6v. It was determined that the main pcb was not functioning correctly and was replaced. This system had preventative maintenance performed and returned to the customer.